Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's sensors and high blood glucose levels. The mother states the sensor had calibration and bad sensor errors. The mother states the customer's levels had been over 600mg/dl. The mother attributes the customer's highs to puberty. The customer was assisted with sensor troubleshoot. The customer was advised the sensors would be replaced.